Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coils migrated was broken'), device dislocation ('coils migrated') and embedded device ('coils embedding into my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and hyperhidrosis ("sweating bad") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, embedded device, hyperhidrosis and weight increased outcome was unknown. The reporter provided no causality assessment for hyperhidrosis with essure. The reporter considered device breakage, device dislocation, embedded device and weight increased to be related to essure. The reporter commented: this case cross referenced with case number (B)(4). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coils migrated was broken'), device dislocation ('coils migrated') and embedded device ('coils embedding into my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and hyperhidrosis ("sweating bad") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, embedded device, hyperhidrosis and weight increased outcome was unknown. The reporter provided no causality assessment for hyperhidrosis with essure. The reporter considered device breakage, device dislocation, embedded device and weight increased to be related to essure. The reporter commented: this case cross referenced with case number (B)(4). Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event medical device removal was updated to coils migrated was broken, coils migrated, coils embedding into my uterus and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced hyperhidrosis ("sweating bad") and was found to have weight increased ("weight gain"). At the time of the report, the hyperhidrosis and weight increased outcome was unknown. The reporter provided no causality assessment for hyperhidrosis with essure. The reporter considered medical device removal and weight increased to be related to essure. The reporter commented: this case cross referenced with case number 2017-234603. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media: reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.